Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) stent damage occurred. The physician performed a ptca on the left anterior descending artery (lad). He deployed a promus element 24mm x 2.75 stent at 12 atm and he decided to optimize the dilatation with an unspecified non compliant balloon shorter than the promus element delivery balloon. When he tried to cross the stent with the balloon he " hung" the balloon on the stent . There was a stent strut protrusion and distortion while trying to pass the balloon. The promus element stent has been retracted about 2 or 3 millimeters. The physician used another unspecified balloon of 2.75mm to cross the stent. He inflated the balloon at a high pressure to appose the promus element stent in the lad. No further patient complications were reported and the patient's status is stable.